Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the ¿battery depleted¿ alarms were occurring frequently¿ was not replicated. The root cause of the event was unable to be identified because no reported issue was replicated in the device. The device was returned to the customer with no repair provided to it. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an high pressure alarm was triggered. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.